Event description:
It was reported that the touch screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional actions or follow-up were conducted.